Event description:
It was reported that post implant a realize band the patient reported to the surgeon that she had been vomiting and could not hold food or water down for a week on (B)(6) 2012. Patient had received 1 unit of fluids as an outpatient on (B)(6) 2012. The patient had not reported any issues with the band until this time. The surgeon sent the patient for an upper gastrointestinal endoscopy and observed that the band had moved through the gastric body to the pyloric antrum of the stomach. The scan was impressive. The band was removed. The band was also noted to have a leak. The patient was dehydrated, which may be the reason for the hypocythemia due to vomiting. However, this is not related to the slippage.

Manufacturer narrative:
(B)(4) - damaged the straight band was returned for evaluation without the catheter and catheter connection. Upon visual inspection, it was observed that the balloon was damaged, and that catheter connection has been torn off. A large tear of 3.5 cm in length was observed on the balloon. This tear is parallel to the reinforcing band, and starts at 3.5 cm from the catheter connection. As result of the visual inspection, no additional tests could be performed due to the condition in which the band was returned. Per the reported event of band slippage no investigation other than visual inspection was performed. Evaluation of the device cannot confirm events that are physiological in nature. The final packaging lot was not communicated; therefore no device history record (DHR) review was performed.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.